Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +3.5/+3.0/124 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports lens rotation. Reportedly, the lens remains implanted.

Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. Implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
B5-previously stated the lens rotated. Corrected information: on (B)(6) 2021 the lens was repositioned due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +3.5/+3.0/124 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports lens rotation. Reportedly, the lens remains implanted.

Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. Implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).